Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed and it stopped working, it seems the buttons were not responding. The customer blood glucose level was unknown. Customer states the insulin pump was not doing the load reservoir it was like the insulin pump did not recognizing there was already a reservoir inside the insulin pump. The device will not be returned for analysis.